Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet dosing stopped after the user had been scanning a freestyle libre 3 plus sensor with the libre app, not the ilet app, and the user administered a subcutaneous long-acting insulin dose and planned to scan a new sensor with the ilet mobile app at home; the device issue was characterized as a sensor in use by another device with pairing failure. Symptoms included hyperglycemia with a glucose peak of 500 mg/dl and associated polydipsia and increased urinary frequency. Outcomes included an unexpected medical intervention requiring medication and a delay to therapy. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified in conjunction with an improper or incorrect procedure or method, with no applicable device sub-assembly implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and improper setup.